Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a review of remote monitoring data for this implantable cardioverter defibrillator (ICD) system revealed an alert for a high out-of-range shock impedance measurement greater than 125 ohms on (B)(6)2021. The patient was referred to the clinic. This ICD system remains in service. No adverse patient effects were reported.